Event description:
It was reported that during the first follow up checkup post implant, a lead warning was noted. The lead had high impedance and switched from bipolar to unipolar. After the polarity switch, the majority of the paces were unsuccessful. No capture was noted and the lead thresholds were adjusted, but resulted in capture occurring at three times the safety margin. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.